Event description:
It was reported that balloon rupture occurred. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, on the second inflation at 14 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported.